Event description:
Procedure: cardiac surgery. According to the reporter: there was collateral tearing in mammary artery when applying the clip with the mechanical device. It was necessary to inject more heparin to the patient, more than 500cc bleeding. Problem was solved by suturing the tearing. There was no need to extend incision, there was more than 30 minutes delay.

Manufacturer narrative:
(B)(4).